Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging that his onetouch ultra2 meter was prompting an error 1 message. Per the onetouch ultra2 user guide the error 1 message prompts when there is a problem with the meter. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue started less than two weeks prior to contacting lfs. The patient reported managing his diabetes with diet, exercise and oral medication. The patient denied making any changes to his normal diabetes management or developing symptoms as a result of the alleged issue. The patient reported that around the time the alleged issue started he received insulin during a doctor's appointment. The patient denied having his blood glucose tested on any other device. At the time of troubleshooting the cca confirmed that the subject meter was not being used for the first time. The alleged error 1 message was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient was reportedly treated with insulin by his doctor. In addition, the alleged error 1 message was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.